Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer pockets were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was not on bus. A field service engineer (fse) identified that drawer 1.1 had back row pockets off the bus due to a poor connection at the row board cable header. The connection was cleaned and reseated row board cable on the drawer board, and subsequent testing in hta and the application confirmed normal functionality. The system functioned as intended after the field service engineer repaired the device.